Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. Downstream occlusion (dso) test was performed, and it was identified that the pump failed the test due to a defective dso sensor. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective dso sensor and was then replaced.

Event description:
It was reported that an infusion pump was found to have a failed downstream occlusion (dso) sensor. It occurred during testing there was no patient involvement and harm.